Event description:
It was reported that the patient had to charge the ipg frequently. It was noted also that the patient leads had migrated. The patient underwent an ipg and lead explant procedure. The patient was doing well postoperatively. The explanted device was disposed at the facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21323424.